Manufacturer narrative:
E1: initial reporter's first name is (B)(6); reported here as first name exceeded character limit for designated field. H6: imdrf device code a0401 captures the reportable event of guide catheter break.

Event description:
This report pertains to one of two flexima biliary devices used in the same patient. Refer to manufacturer report# 3005099803-2025-03891 for the associated device information. It was reported to boston scientific corporation that two flexima biliary stents were attempted to be implanted in the biliary tract to treat a biliary obstruction during an endoscopic retrograde cholangiopancreatography procedure (ercp) procedure performed on (B)(6) 2025. During the procedure, the first flexima biliary stent (subject of manufacturer report # 3005099803-2025-03891) did not completely deploy. The thread that holds it to the pusher did not release, requiring forceful traction, which led the device to rupture. A second flexima stent (subject of this report) was then used; however, the same problem occurred. The stents were removed, and another of the same device was used to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the guidewire was inside the patient during the attempted deployment. However, the flexima biliary stent with delivery system instructions for use (IFU) states, "completely retract the guidewire into the endoscope. If the guidewire is not completely retracted into the delivery system, the stent can not be fully deployed." The physician did not follow the steps cited in the IFU.

Manufacturer narrative:
Block e1 (initial reporter email) was updated based on the additional information received on october 30, 2025. Block e1: initial reporter's first name is (B)(6); reported here as first name exceeded character limit for designated field. Block h6: imdrf device code a0401 captures the reportable event of guide catheter break.

Event description:
This report pertains to one of two flexima biliary devices used in the same patient. Refer to manufacturer report# 3005099803-2025-03891 and 3005099803-2025-03892 for the associated device information. It was reported to boston scientific corporation that two flexima biliary stents were attempted to be implanted in the biliary tract to treat a biliary obstruction during an endoscopic retrograde cholangiopancreatography procedure (ercp) procedure performed on (B)(6) 2025. During the procedure, the first flexima biliary stent (subject of manufacturer report # 3005099803-2025-03891) did not completely deploy. The thread that holds it to the pusher did not release, requiring forceful traction, which led the device to rupture. A second flexima stent (subject of this report) was then used; however, the same problem occurred. The stents were removed, and another of the same device was used to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the guidewire was inside the patient during the attempted deployment. However, the flexima biliary stent with delivery system instructions for use (IFU) states, "completely retract the guidewire into the endoscope. If the guidewire is not completely retracted into the delivery system, the stent can not be fully deployed." The physician did not follow the steps cited in the IFU.